Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11864. It was reported pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. The transseptal crossing was noted to be difficult. A radiofrequency system, transesophageal echocardiogram (tee), and intracardiac echocardiography (ice) were utilized. It was noted that at one point, the physician stepped on the rf peddle and burned, but the location was not known. He also did a blind crossing, the tenting of the needle could not be seen. The crossing took over 2 hours. Once they were across the septum they cannulated the laa. This part moved quickly. The patient was hemodynamically stable. The physician administered heparin and an integrilin bolus, due to previous clotting issues with this patient. The tee images did not show the entire laa. There were two very large lobes, but only one was seen on tee. A watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was unsheathed and then a contrast injection observed the second lobe that was very proximal, late filling and large. They had not seen this lobe beforehand. There were three recaptures performed and they checked for effusions every time with none to document. Once the watchman was in the ostial position measurements and other release testing were performed. The compression for the 33mm device was 0 degrees 10%, 45 degrees 18%, 90 degrees 21% and 135 degrees 21%. There was no flow around the device and the patient was stable. They released the watchman at 12:06 pm and the patient was taken to recovery. At 13:39 the bsc representative was informed the patient had become unstable, there was a tee performed and the patient did have an effusion. The patient was taken to the or and pericardial window was made. The patient did well overnight and remained stable the following day.